Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The screwdriver for click x locking caps was returned for investigation. Visual inspection showed that the retaining pin broke off. According to the technique guide, the present screwdriver is only intended to secure the cap to the center on the 3d head finger tight. Loosening of the cap must be done using the 3.5mm hexagonal screwdriver. It is suspected that the screwdriver was used in a manner for which it was not intended. However, this complaint is indeterminate.

Event description:
It was reported that the locking caps could no longer be picked up because the pin broke off the screwdriver. This is report 1 of 1 for file (B)(4).